Event description:
Additional information reported: the stent became caught with the calcified lesion. It is unknown if the stent dislodged during the resistance removing from the lesion or if it was when it came in contact with the guide catheter. No additional information was provided.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal circumflex artery with heavy tortuosity and heavy calcification. The 3.5 x 15 mm xience xpedition stent delivery system (sds) was advanced, but could not cross to the lesion due to resistance with the anatomy. The sds was pulled; however, the stent became dislodged proximal to the lesion. It is possible that the stent came in contact with the tip of the guiding catheter during removal, and dislodged as a result. A snare was used to successfully retrieve the dislodged stent. A new non-abbott sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.